Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported thatsyringe 1.0ml 31g 6mm s/c u-100 relion needle tip broke off. The following information was provided by the initial reporter: it was reported the needle tip broke off in the injection site. Verbatim: spouse of consumer reported that the needle tip broke off in the injection site. Consumer was able to remove the needle with a tweezer, no medical intervention, no injuries. Consumer does not re-use.